Event description:
Labeling on the test strip vial has been rubbed off. Customer stated receiving lower than normal glucose results, however, values wre not provided. No treatment received. No control or strip infromation provided. A request was made for return product and replacement product was sent.